Event description:
Boston scientific (bsc) crm received info that this ventricular dextrus lead was exhibiting poor sensing suggesting a possible lead degradation issue. The pt is pacemaker dependent and is moving to a rural area. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced. The lead was surgically abandoned and will not be returned for testing. This issue will be re-evaluated if additional info is received. No explant date was provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspections of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.